Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer died on (B)(6) 2014. It was reported that the cause of death was pneumonia after being confined in the hospital since (B)(6) 2014. The wife of the customer reported that the customer was suffering from congestion, cough and post nasal drip, and shortness of breath prior to death. It was reported that the customer was wearing the insulin pump at the time of death but was only using the insulin pump to manually program a bolus. It was reported that the wife of the customer would return the insulin pump for analysis. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the delivery accuracy test.

Manufacturer narrative:
The insulin pump passed functional testing including rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No excessive no delivery alarms noted. The insulin pump was received with kirkland signature alkaline battery. The insulin pump has scratched reservoir tube window and minor scratched window. Customer's daily insulin totals average from 3.0 to 29.2 units, total basal insulin from 3.9 to 24.2 units and total bolus insulin 0 to 21.6 units. Two weeks of data listed for the dated of (B)(4) 2014.